Manufacturer narrative:
The pod was received with evidence of blood on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. The device was received with the cannula assembly fully deployed. The exposed portion of the soft cannula was found to be torn and shortened. Fluid was not able to flow through the entire fluid path due to the damage to the soft cannula. It could not be conclusively determined when or how this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The housing vent was observed to be missing, but the welds were observed to be present indicating it was torn off. It could not be conclusively determined when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 370 mg/dl. The patient was reportedly bleeding from the insertion site while wearing the pod on the abdomen for between 5 and 24 hours. As treatment, a new pod was applied.